Event description:
It was reported that the pump touchscreen had multicolored lines displayed blocking graphics. Customer¿s blood glucose level was 151 mg/dl. The customer continued to use the pump for insulin therapy.